Event description:
It was reported that this patient presented to the emergency room (ER) after receiving one electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while sleeping. After review of device episode data, it was found that there was oversensing of noise which resulted in the inappropriate shock. Technical services (ts) provided troubleshooting. Isometric testing was performed, but the noise could not be reproduced. This system reprogrammed to the secondary vector.

Event description:
It was reported that this patient presented to the emergency room (ER) after receiving one electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while sleeping. After review of device episode data, it was found that there was oversensing of noise which resulted in the inappropriate shock. Technical services (ts) provided troubleshooting. Isometric testing was performed, but the noise could not be reproduced. This system reprogrammed to the secondary vector. According to additional information, this s-ICD system exhibited low amplitude r-waves. This resulted in the smart pass feature becoming disabled. Ts discussed troubleshooting options including in-clinic testing and reprogramming. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this patient presented to the emergency room (ER) after receiving one electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while sleeping. After review of device episode data, it was found that there was oversensing of noise which resulted in the inappropriate shock. Technical services (ts) provided troubleshooting. Isometric testing was performed, but the noise could not be reproduced. This system reprogrammed to the secondary vector. According to additional information, this s-ICD system exhibited low amplitude r-waves. This resulted in the smart pass feature becoming disabled. Ts discussed troubleshooting options including in-clinic testing and reprogramming. No adverse patient effects were reported. Currently, this s-ICD system remains in service. This supplemental report is being filed as additional information was received which reported a save to disk was performed to see what the sat counts are and there was a significant increase. Technical services discussed possible mechanical lead issue. The physician is planning on performing a system extraction and will re-implant with a transvenous implantable cardioverter defibrillator (ICD). At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room (ER) after receiving one electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while sleeping. After review of device episode data, it was found that there was oversensing of noise which resulted in the inappropriate shock. Technical services (ts) provided troubleshooting. Isometric testing was performed, but the noise could not be reproduced. This system reprogrammed to the secondary vector. According to additional information, this s-ICD system exhibited low amplitude r-waves. This resulted in the smart pass feature becoming disabled. Ts discussed troubleshooting options including in-clinic testing and reprogramming. No adverse patient effects were reported. Currently, this s-ICD system remains in service. This supplemental report is being filed as additional information was received which reported a save to disk was performed to see what the sat counts are and there was a significant increase. Technical services discussed possible mechanical lead issue. The physician is planning on performing a system extraction and will re-implant with a transvenous implantable cardioverter defibrillator (ICD). At this time, the system remains in service. No adverse patient effects were reported. According to additional information, this s-ICD system was surgically abandoned due to the aforementioned clinical observations. It was replaced with a new transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.